Manufacturer narrative:
Final analysis found that the inner insulation was abraded at the suture sleeve impression which could have caused the complaint reported.

Event description:
It was reported that the right ventricular lead exhibited intermittent capture and noise. During the explant procedure the phyician noted an insulation anomaly at the suture sleeve area.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.